Manufacturer narrative:
Use error contributed to the reported bg excursion as the patient forgot to bolus and had given herself an overcorrection of insulin to treat the bg. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump information for the complaint date has been written over, unable to duplicate the complaint. A review of the pump history indicated that the pump was used after the original complaint date of (B)(4) 2012. All histories and black box data for event have been overwritten. A review of the current black box and alarm history indicated typical usage alarms. Tdd¿s were found to correctly reflect the users programmed basal rate. Ezprime step performed with no issues. Prime step successfully recorded in pump history. Pump exercised for 24-hrs; alarms duplicated. A 29-hr flow accuracy test was successfully completed. Unrelated to the complaint, the display has a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration.

Event description:
On (B)(6) 2012, the patient contacted animas stating on (B)(6) 2012, she experienced a blood glucose (bg) value of 500mg/dl with nausea and dizziness. The patient reportedly treated the bg via correction injection. On (B)(6) 2012, the patient reportedly went swimming, disconnected from the pump and at 11am had a meal and forgot to bolus. At 2:24pm and 3:06pm, the patient reportedly bolused 6.00 and 1.00 units of insulin via the pump and reportedly experienced the symptoms noted above. At 4:01pm, the patient reportedly changed out the site/set, had a meal at 6:05pm and then bolused 4.00 units via the pump. At 4am on (B)(6) 2012, the patient's bg reportedly went down to 47mg/dl and the patient awoke to having symptoms. The patient reportedly treated the bg via oral carbohydrates and admitted she had overcorrected for the low bg. It was noted that the patient waited until 7:28am to bolus 1.45 units to cover the remaining carbohydrates she had eaten earlier. About an hour before the patient had contacted customer support (cs), the patient's bg was reported to be 463mg/dl. The patient reportedly changed out the site/set, took another bolus correction of 6.5 and 3.70 units of insulin via the pump at 9:26am and 11:01am. During the call with cs, the patient's bg reportedly decreased to 383mg/dl and her symptoms were slightly improving. There was no site/site/cartridge issues noted. There were no programming/settings issues noted with the pump and the pump is not being returned. There was no indication of a pump malfunction. This complaint is being reported due to the patient experiencing a bg excursion while using insulin pump therapy. The patient reportedly was using the same bottle of insulin, forgot to bolus and had given herself an overcorrection.